Event description:
The patient had minor surgery to lift some acne scars. The punch elevations were sealed with dermabond and resulted in a reaction resembling hives adjacent to most sites. In some cases, the reaction consisted of pink bumps with clear fluid and in other cases the reaction was red, raised and hard, with less evident bumps. The patient's doctor recommended steroid cream. The patient's current condition is unknown.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate of formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.